Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that patient underwent mesh revision/removal on (B)(6) 2014 due to mesh breaking, causing pain, sui , dyspareunia, and new sling being implanted. (B)(4).

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent gynecological procedure and mesh was implanted along with the concurrent procedure tvh-bso.

Manufacturer narrative:
It was reported that the patient underwent gynecological procedure and tvt-o was implanted concurrently with total vaginal hysterectomy.

Manufacturer narrative:
Date sent to the FDA: 12/4/2015, additional information.